Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2516502 presented no issues during the manufacturing process that can be related to the reported event. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deploying a 6-12f mynx control venous vascular closure device (vcd) in the left femoral vein, oozing persisted and there was some of the sealant exposed at the skin level, appearing to still be connected to the mynx device. The vcd was removed, and pressure was held for 3-4 minutes until hemostasis occurred. There was no reported patient injury. When the device deployed, oozing persisted and light pressure was held on top for 2 minutes while "swelling and dwelling". Upon looking at the site, the sealant was connected inside the tract, but 80% exposed, bloody and flat on the leg. Four mynx control venous devices were being deployed in total. The device was used in the left groin's pulse field ablation (pfa) site. The 16.8f unknown sheath was downsized to a 10f sheath. It was noted the sheath was slightly kinked when the vcd was inserted and hooked up. The site was still oozing, and the nurse attempted to tuck the sealant, however it did not tuck. We they hydrated the sealant, it expanded and more of the sealant came out. The nurse tried to remove the sealant but it was not coming out. Upon looking at the site, the sealant was connected inside the tract, but 80% exposed, bloody and flat on the leg. The nurse could not remove it, so it was snipped, tucked and hydrated. Two of the mynx devices were used on the right side no issues. The device is not being returned for evaluation.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after deploying a 6-12f mynx control venous vascular closure device (vcd) in the left femoral vein, oozing persisted and there was some of the sealant exposed at the skin level, appearing to still be connected to the mynx device. The vcd was removed, and pressure was held for 3-4 minutes until hemostasis occurred. There was no reported patient injury. When the device deployed, oozing persisted and light pressure was held on top for 2 minutes while "swelling and dwelling". Upon looking at the site, the sealant was connected inside the tract, but 80% exposed, bloody and flat on the leg. Four mynx control venous devices were being deployed in total. The device was used in the left groin's pulse field ablation (pfa) site. The 16.8f unknown sheath was downsized to a 10f sheath. It was noted the sheath was slightly kinked when the vcd was inserted and hooked up. The site was still oozing, and the nurse attempted to tuck the sealant, however it did not tuck. We they hydrated the sealant, it expanded and more of the sealant came out. The nurse tried to remove the sealant but it was not coming out. Upon looking at the site, the sealant was connected inside the tract, but 80% exposed, bloody and flat on the leg. The nurse could not remove it, so it was snipped, tucked and hydrated. Two of the mynx devices were used on the right side no issues. Additional information was requested but not provided. The device is not being returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2516502 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement partial and bleeding¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Access site bleeds are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site bleeding events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. If the sealant was not deployed to the proper location, bleeding will most likely occur. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.